Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that the stoma was evaluated by the primary care physician who had prescribed ciprofloxacin oral antibiotic for 7 days, which was completed on (B)(6) 2021. Local cures were also being performed in the healthcare center and when it was noted patient was not improving, he was referred to the hospital. Patient was evaluated in the ER where blood tests, x-rays and a culture of the stoma were performed. Patient was prescribed oral antibiotics ciprofloxacin for 7 days 500 mg every 12 hours, and 300 mg clindamycin, two capsules every 6 hours for six days and ultra yeast. It was reported that blackish content had been coming out of the stoma for a week. No fever or pain. On (B)(6) 2021 it was reported that gastric juice comes out through the stoma, a liquid that smells of digested food. On 3 august 2021 it was reported that the tubes will be replaced on (B)(6) 2021.